Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad fractured during surgery. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned impactor pad identified signs of repeated use (nicked and gouged) and a corner of the cr etched side had fractured off. Not all fractured pieces were returned. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with summary of failure analysis of knee impactor fractures in which an overload fracture failure mode was identified. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.